Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medical doctor called to report that the customer was hospitalized for hypoglycemia and the blood glucose reading was 11 mg/dl. The doctor did not know when the customer's last infusion set change was. Troubleshooting was performed and the time was three hours off. The bolus history revealed that the customer had delivered two boluses the night before the event. One bolus for 19 units and the other for 9 units. The doctor stated the customer only boluses three times a day but based on the bolus history he bolused more than three times that day. The doctor stated he would discuss the bolus history with the customer.